Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# unknown: product type extension product ID 3560022 lot# unknown: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are product ID 3560030, lot# unknown, product type: extension. Product ID: 3560022, lot# unknown, product type: extension. Other relevant device(s) are: product ID: 3560030, serial/lot #: unknown, product ID: 3560022, serial/lot #: unknown.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that they had come across a percutaneous connector migration. No symptoms reported. No further complications were reported/anticipated at this time.